Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer changed his reservoir yesterday but it did not want to disconnect from the transfer guard. Caller stated that he had to pull hard to get it off. Caller stated that insulin came out of the reservoir and got inside the reservoir compartment. Customer's blood glucose was 50 mg/dl at 10:30 am and also at 1:30 pm. Customer came home and had dinner. Customer bolused for 15 carbs. Customer's blood glucose was over 600 mg/dl at bed time. Customer was disconnected and caller did a bolus of 0.5 units but no insulin came out. Caller stated that they rewound again and bolused .03 units and it worked that time. Customer was not present at the time, so troubleshooting for the leak could not be performed.